Event description:
The customer reported that the pt developed a retro peritoneal bleed. Reopro drip started post vasoseal deployment. Pressure held seven minutes. Slight tissue ooze, pressure held another two minutes. Groin soft no hematoma. Pt transferred to holding. Thirty minutes post pts pressure dropped. Groin checked slight tissue ooze. Firm pressure reapplied for three minutes successfully. Pt still experienced hypotension. No hematoma after one hr post dressing changed. Physician notified by staff, computed tomography scan obtained, retroperitoneal bleed. Surgeon consulted. Pt given three units of blood due to hemoglobin dropping to 6gr. Resolved without further intervention.